Manufacturer narrative:
Patient identifier weight not available from the site. No procode and device lot number unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number, therefore, unavailable.

Event description:
Medtronic received information that, during a functional endoscopic sinus surgery (fess) procedure, the sphenoid balloon was imprecise. All other instruments used during the procedure were accurate. After getting visual confirmation and checking the accuracy with a suction, the surgeon ballooned the sphenoid sinus. There was a reported delay of a few minutes. No known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: product and related fields updated to proper value. Corrected as the original product is not manufactured by medtronic navigation, inc. A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional. The balloon seeker was returned to the manufacturer for evaluation. Testing found that the balloon seeker was bent at the tip and not able to pass verification.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.